Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot #: (B)(6), ubd: 19-dec-2024, UDI#: (B)(4) ; product ID: b3400040, serial/lot #: (B)(6), ubd: 04-apr-2025, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 26-jul-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative called from the operating room during a battery replacement procedure, transitioning from an activa rc to a percept rc. The representative stated that the end of the extension was stuck in the port and would not come out, despite the setscrew being completely removed. Troubleshooting steps included attempting to push/pull the extension in the port and ensuring it was clear of any obstructions. No patient complications have been reported as a result of this event. The manufacturer representative provided additional information confirming that the battery replacement was due to eos/normal battery depletion. The patient had a lead revision on (B)(6) 2025. During that procedure, the surgeon used a plasma blade set at 6 and 6, which damaged the lead when the blade was touched. The lead was explanted and replaced. Additional information about extension revisions on (B)(6) 2025 due to bad impedance on contact 2a was also provided. Both extensions were replaced. No other information was provided.

Manufacturer narrative:
H3: analysis of the b3400040m sensight extension (serial number (B)(6)) revealed the conductor(s) was/were broken in the extension; {x} cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.